Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was a 90s probe, the returned unit was visually inspected under microscope. Electrode and ceramic still attached on the tip. Wear marks, burnt stains, heavy tissue residue were observed on the probe tip. Also observed minimal scratch wear marks on the insulation (heat shrink) and lumen. Also found the suction tube was cut. Functional inspection : the probe was connected to a crossfire console and performed an operational simulation using a piece of tissue paper in saline. During activation the probe runs intermittently, the alleged claim of continuous activation cannot be confirmed and duplicated. However, excessive signs of fluid ingress were observed on the pcb board after the unit was dissected. As part of the investigation is to read the activation history of the probe, according to the activation history obtained from the serfas reader box the device was activated a total of 41 instances. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are causing a short circuit and contribute the continuous activation, button stuck on firing position, inadequate gluing/welding of core to handle, user accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen). (B)(4).

Event description:
It was reported that the console is making noise even thought the probe is not activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the console is making noise even thought the probe is not activated.